Event description:
Customer reported that she went to check the settings on the insulin pump and the screen appeared to be frizzed. Customer removed the battery and put it back in and it is still not responding. Customer stated then that the screen was not frozen but the buttons are unresponsive. Blood glucose value is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.